Event description:
Complainant alleged that while turning the device on to be in use on a pt, the device displayed a "defib disabled" message. Complainant indicated that that the pt had been in an asystolic heart rhythm for a "long period of time," therefore the device was not needed during the event.